Manufacturer narrative:
Results: as received, the ipg passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2007. It was reported that his ipg was explanted on (B)(6) 2010, due to battery depletion. The pt had reportedly lost stimulation as a result of this matter, and his programmer said to have displayed a low battery warning approx two months prior to explant. No program parameters were provided to determine if the ipg had reached its expected end-of life. The explanted device was returned to the MFR for analysis.